Event description:
Sales rep was informed by his customer that during a case while trying to take a sample they keep receiving the green cable error code and while he was at the acct. The green cable jumped. There was no pt consequence reported. Case was completed using the holster.